Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Event description:
The customer reported that a patient underwent a therapeutic plasma exchange (tpe)procedure and he went into cardiac arrest that lead to his expiration. Approximately 90 minutes into the procedure, the patient requested to use the rest room. The nurse got the patient upto use a bedside commode and he became unresponsive. A rapid response was called. The patient regained consciousness and was evaluated by a physician. The patient became unresponsive again before the rapid response team left the room. A medical code was called and CPR was started. CPR was continued for 30 minutes but the patient expired. The physician determined the cause of death to be cardiac arrest. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer, the patient was still connected to the machine but was disconnected to allow the rapid response team to use his catheter. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: no allegation of a problem with the machine was made. Follow-up service verified that the spectra was operating within specifications and an auto test was successfully performed. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to a published article 'clinical cardiac involvement in thrombotic thrombocytopenic purpura: a systematic review', case reports and cohort studies suggest that cardiac abnormalities may be a cause of morbidity in patients with ttp. A discharge summary / autopsy report was requested but the customer was not permitted tore lease that information. Root cause: although the formal autopsy report could not be provided to terumo bct, the physician stated that the cause of death was cardiac arrest. The most probable cause of cardiac arrest was a complication with the patient's pre-existing condition of ttp. Based on the nurse¿s description of events, the patient¿s disease state, and the result of the machine¿s service inspection, the spectra system is not suspected to have contributed to the patient's death. Citation: hawkins bm, abu-fadel m, vesely sk, george jn. 2007. Clinical cardiac involvement in thrombotic thrombocytopenic purpura: a systematic review. Transfusion 48:382-392.